Event description:
The hosp reported that during the saphenous vein procedure co2 would not pass through system and the dissection tip became lodged in the tissue of leg. The surgeon was able to retrieve the conical tip without converting to the open leg method. No additional pt complications were reported.